Manufacturer narrative:
Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Head of toothbrush came off in her mouth (device breakage). No adverse effect (no adverse effect). Case description: a consumer reporter her (B)(6) year old daughter who had an intellectual disability was brushing her teeth with an oral-b cross action power series toothbrush when the oral-b brush-head, version unknown suddenly came off in her mouth. No symptoms developed.